Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they needed their device reprogrammed; they hadn't had their device reprogrammed in over 3 years. The device was not working unless they bent their neck all the way back. The patient's doctor told them that they needed to be reprogrammed. The patient had a loss of stimulation coverage 6 or 7 months prior to the report. It was noted that the patient's pain was bad and they had a seizure in their hand on (B)(6) 2016 where they dropped their cell phone in the pool. Due to their pain being so bad they had gone from taking pain medications every 8 hours to every 4 hours. The patient was implanted for cervical radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.